Event description:
During the atrial fibrillation procedure, when the sheath was inserted into the right atrium a blood leak was noted. The blood leaked from the hemostasis valve before septal puncture and catheter insertion. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. The only product inserted directly into the hemostasis valve was the included dilator. No additional venipuncture was performed due to sheath replacement. There was no resistance when inserting the dilator. The sheath and dilator were integrated and inserted as per the procedure. The hospital discarded the reported sheath.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.